Event description:
It was reported this was a mitraclip procedure to degenerative mitral regurgitation (mr) with a grade of 4+ and short leaflets. The clip was inserted, but after several grasping attempts, tissue damage was observed on the anterior leaflet. The clip was then implanted, reducing mr to a grade of 3-4. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported positioning failure or poor imaging. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported positioning failure (leaflet grasping) and poor imaging appear to be related to challenging patient anatomy (prolapsed leaflet, location of prolapse). The reported tissue injury is a cascading event of the positioning failure (leaflet damaged during grasping attempts). The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to degenerative mitral regurgitation (mr) with a grade of 4+ and short leaflets. The clip was inserted, but after several grasping attempts, tissue damage was observed on the anterior leaflet. The clip was then implanted, reducing mr to a grade of 3-4. There was no clinically significant delay in the procedure.